Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-i5500c is available in the USA with a 510k number k190805. Evaluation summary: it was caused due to the part failure of the dvi output. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of installation. There was no report of patient harm. During installation it was found that dvi has no output, all other analog outputs have image.